Manufacturer narrative:
(B)(4). The explanted device was returned for analysis. The evaluation is not complete. Approximate age of device - 1 year. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced trauma to the driveline and developed an infection. The patient was symptomatic. Treatment with doxycycline was started on (B)(6) 2016. The wound cultures obtained grew pseudomonas. The patient was treated with multiple antibiotics. No blood culture were performed. On (B)(6) 2016, the patient underwent a pump exchange due to the driveline infection. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing. The distal portion of the driveline, the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual examination of the pump's blood contacting surfaces also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.